Event description:
Pt admitted for left total knee arthroplasty on 6/6/94. Drain ordered dc'd by physician on 6/8/94. First tube removed without difficulty. Nurse met resistance while attempting to remove second line. A loud pop was heard, and the tube was observed to be six inches shorter than first tube. X-ray identified tubing present within the joint space. Physician stated drain to be removed with arthroscopic procedure after knee heals.